Manufacturer narrative:
The device passed rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The representative for the customer reported via phone call that they experienced a high blood glucose level 438 mg/dl. The customer reported an insulin flow blocked alarm. The customer had no symptoms. The customer treated for the high blood glucose level with a manual injection. The blood glucose level this morning was 380 mg/dl. The customer did not complete troubleshooting is not wearing the insulin pump. The insulin pump will be returned for analysis.